Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device had a hole in the hose and would not rotate. It was determined that the hole in the hose was from allowing the hose to come in contact with a sharp object indicative of user error. It was determined that the device would not rotate because the vanes were damaged. Therefore, the reported condition was confirmed. It was determined that running the unit with low oil or no oil in the autolube may have caused this condition. The assignable root cause was determined to be due to component damage caused by user error / abuse and possibly misuse. If information is obtained that was not available for the initial medwatch, a supplemental medwatch will be filed as appropriate.

Event description:
It was reported that during routine inspection, it was observed that the motor device was not turning. The event was not related to surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.